Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: review of the black box data revealed one record of loss of prime. The pump was exercised for 24 hours without duplication of loss of prime. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.